Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the buttons were unresponsive and had prime fill anomaly. The mother states the pump was squirting out during the manual prime. The customer's blood glucose level at the time of incident was unknown. The mother was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. All of the buttons are responding properly. The keypad traces and keypad connector was inspected and no anomalies noted. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, lcd window and battery tube threads.